Manufacturer narrative:
Follow-up # 2 ¿ (07/24/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 3/11/2013 and 7/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.additional information:the patient's test strips were returned and evaluated by lifescan product analysis on 3/6/2013 and 3/15/2013, respectively, with the following findings:the test strips involved with this complaint failed testing. The returned test strips, when tested with control solution, gave results above the control solution range.

Event description:
The reporter contacted lifescan, alleging inaccurate results. The patient was not able to provide any numeric values for the alleged issue. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(3/22/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were found have results outside the acceptable control range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.